Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported (via FDA medwatch 5089883) that a patient of unknown age who underwent primary breast augmentation with unknown size unknown saline implants and was presented with autoimmune symptoms including thyroid issues, hashimotos, brain fog, hair loss, fatigue, muscle aches, vision problems, and cataract removal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery was (B)(6) 2019. Hence, following fields have been updated on this form: is required intervention has been selected under outcomes attributed to adverse event, has been updated to 11/8/2019. Patient code "no code available" has been added method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).